Manufacturer narrative:
(B)(4). The customer reported unable to acquire v1. There was no reported adverse pt impact. The philips repair bench evaluated the device and found the trunk cable failed. The trunk cable was replaced to resolve the issue. The device passed all performance assurance testing and was returned to the customer. We will consider this a malfunction of the trunk cable where v1 could not be acquired.

Event description:
The customer reported unable to acquire v1. There was no reported adverse pt impact.